Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead had sudden increased and high impedance. The lead was replaced. No further patient complications have been reported as a result of this event.